Event description:
It was reported by the customer that an occlusion alarm occurred. There was no reported adverse impact to the customer. The customer reverted to an alternate method of insulin therapy.